Manufacturer narrative:
Visual inspection of the returned catheter revealed the lure extension tube broke at the handle edge and separated from the handle. The lure extension tube was not returned with the catheter. Further functional testing of the catheter could not be performed due to this separation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. A quality improvement project has been initiated to address the lure extension tube separating from the handle.

Event description:
This complaint is reportable based on analysis completed on (B)(6) 2011. It was reported irrigation could not flow through the catheter. If the catheter was bypassed, fluid flowed through the pump tubing without problems. There were no consequences to the patient. The investigation found a broken and separated lure extension tube.